Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, air bubbles were observed exiting 2 cartridges. Customer loaded another cartridge and the air bubble issue was resolved. Customer's blood glucose was 183 mg/dl.